Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) which was published on 27-november-2018. The title of this report is ¿percutaneous screws CT guided to fix sacroiliac joint in tile c pelvic injury. Outcomes at 5 years of follow-up¿ which is associated with the stryker asnis screw system. Within that publication, postoperative complications/ adverse events were reported. It was not possible to ascertain specific device catalog or patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 26 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses superficial soft tissue infections at the level of the surgical wound made for the anterior stabilization of the fracture. 10 out of 12 cases. The study states, ¿about 12.5% of the patients developed superficial soft tissue infections at point of entry of the screws. About 6.5% of the patients developed superficial soft tissue infections at the level of the surgical wound made for the anterior stabilization of the fracture. All these cases were successfully treated with oral antibiotic therapy."